Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 3002806535.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10097. 0001825034 - 2017 - 10098. 0001825034 - 2017 - 10099. (B)(4). Concomitant products: 010000848 g7 neutral e1 liner, lot 6109023. 010000731 g7 neutral arcomxl, lot 6126468. 110017331 g7 bispherical shell, lot 6115358. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two liner(s) could not be impacted into an already placed acetabular cup. The force from the impaction blows subsequently fractured the acetabulum. The cup had to be removed and the surgery was completed with a cemented device. Surgery was delayed 60 minutes. No further information has been made available at this time.